Manufacturer narrative:
Additional information was received that the patient lost a bunch of weight and the ipg was sticking out of her body. Upon further follow up, it was noted that there was no actual skin breakage. No further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.